Event description:
During endoscopy pt grounded with erbe grounding pad. Unable to ground pt to do polypectomy. After third grounding pad procedure able to be completed. Grounding pads all from same manufacturer and same lot number. One pad retained. Device tested by clinical engineering. Found faulty open leg in pad.